Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation has been completed. No device logs or parts were returned. The cause for the leakage was dirt/debris in the expiratory cassette membrane. Upon cleaning the dirt, the ventilator passed the internal leakage test and all the other pre-use check tests. The customer returned the ventilator to clinical use. Cleaning the expiratory cassette is part of the routine cleaning. If the cassette is routinely cleaned there will be no leakage. The leakage caused by dirt in the expiratory cassette will be very small and won¿t affect the ventilation significantly. The leakage will be detected by pre-use check, as in this case.

Event description:
(B)(4).